Event description:
Patient reported experiencing elevated blood glucose levels of >600 mg/dl after changing her insulin cartridge. She stated that she had been hospitalized. Patient indicated she was treated at the hospital with an insulin drip of humalog and lantos. She disconnected from the infusion device and successfully delivered a bolus. The following day, her blood glucose level rose to the 400's mg/dl. Patient switched to injection therapy. She discovered that a temporary basal rate had been set. Patient reported that she returned to using the infusion device and the following day her blood glucose returned to normal. She indicated that she would continue to use the infusion device. She did not report any symptoms of the the elevated blood glucose. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.